Manufacturer narrative:
(B)(4). On (B)(6) 2015, the patient was discharged from the hospital. On the same day, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a use error described as reusing the disposable equipment, which resulted in peritonitis. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused unspecified peritoneal dialysis (pd) disposables during an unspecified step of therapy which resulted in peritonitis coincident with pd therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. Dianeal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.